Manufacturer narrative:
Date of event based on date of article publication m a y 2 8 , 2 0 1 8 : 9 4 5 ¿ 5 3 https://doi.org/10.1016/j.jcin.2018.02.019. If information is provided in the future, a supplemental report will be issued.

Event description:
The in.pact global study enrolled 1,535 subjects. 1,406 patients were treated with in.pact admiral dcb, in the superficial femoral artery and the proximal popliteal artery. Two hundred and fourteen patients had a cd tlr at 24 months. Of these, 13 events occurred in the first 30 days after the index procedure. 9 patients had major limb amputations at 12 months and 6 had major limb amputation by 24 months. Fifty-seven patients presented with thrombosis at 24 months.